Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to be hospitalized with diabetic ketoacidosis and shock. Her sugars were climbing and dropping, she started injections at home before she was taken to the hospital. At the hospital the pod was removed and they placed her on an intravenous therapy. The patient's blood glucose was reading high and low (exact bg was not provided). The pod was worn between 4 and 24 hours on the right side of the back shoulder between spine and shoulder. They tested her blood and urine which found that she had an escherichia coli (e coli) infection in the bladder and kidneys.